Event description:
A customer site reported a loss of telemetry monitoring for approximately six hours. No injury was reported. Initial on-site investigation by a ge field engineer (fe) revealed that the issue was caused by a faulty mc network port that resulted in a loss of communication between multiple servers. The problem was corrected by the fe when the fiber cable was moved to a new port. Following the correction, the system operated as designed. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.